Event description:
The customer reported being hospitalized with high blood glucose of 1000mg/dl in april and released three days later. The blood glucose reading at time of call was 450mg/dl. The caller experienced thirst and blurry vision. Troubleshooting was performed, and no damage to the drive support cap noted. Instructed the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. The bolus wizard settings currently were off. Reviewed the alarm history and found low battery, no delivery, and check infusion set alarms. Advised the customer to call back when the tubing clamp arrives to continue troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.